Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels of 520 mg/dl and trace ketone levels. The cause of the reported issue was unknown. A bolus was delivered to address bg level, and bg level lowered.